Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage keypad trace. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump has a unresponsive keypad. Blood glucose reading at the time was 319 mg/dl. The customer was using the bolus wizard when the numbers began scrolling without input. Advised the customer that the insulin pump will be replaced. Nothing further reported.